Manufacturer narrative:
We as manufacturer of the device involved in the event performed our own investigation by requesting also the support of our (B)(6). The actual device involved in the event has been evaluated, by (B)(6) authorized technician, in date march the 11th, 2025 with the following results: the arm alignment has been found to be within specification. Laser energy emission were found well within specifications. The arm has been found to not properly staying in position due to issue with the spring. This issue can cause some discomfort during the treatment (due to the fact that the arm did not stay in upper position) but did not cause any issue with the quality emission of the laser beam. Scanner has been also tested and found to be working properly within specification. Also, the probe selection has been tested and found to be working as per manufacturer's specification (the device request - at two separate times - to select and confirm the actual probe attached to the scanning unit before starting the treatment/emission). The operator's manual (code om110b1_g.v06 - actual revision shipped with the device) reports: as the aiming beam passes down the same delivery system as the working beam it provides a good method of checking the integrity of the laser delivery system. If the aiming beam is not present at the distal end of the delivery system, its intensity is reduced, or it looks diffused, this is a possible indication of a damaged or not properly working system. Moreover, in section 5.6 "fire hazard" of the just mentioned operator's manual is clearly expressed that, due to the nature of the laser itself, particular precautions must be taken in order to prevent fire hazards. Finally at section 2.13.3 "precautions" numerous precautions are indicated for checking the aiming beam integrity and to avoid the presence of flammable material within the treatment area. Based on what stated above is possible to conclude that the event has been caused by an error of the operator that shot the laser on a flammable diaper. No desgin deficency has been found to be contributory of the event. The present report is submitted as an initial report, despite being all the relevant conclusions already been made and the root cause identified, in order to submit a follow-up once the device will be fully repaired (repair of the articulated arm's spring) and duly maintained by lynton's authorized technician. A dedicated final report will be submitted to FDA in order to supply feedback about the repair of the device and, if applicable, update our investigation (in case any new information will be gathered that would require the update of the investigation and the relevant conclusions). The present initial report has to be considered as a final report, and an official response to the medwatch report mw5164072, unless FDA has further questions.

Event description:
In date 27/02/2025 we receive a communication from mhra, forwarded by the (B)(6) relative to a manufacturer incident report code (B)(4) in which they reported of a malfunction in which the device did not performed correctly. The actual device involved in the event is a smartxide touch, manufactured by el.en. Electronic engineering spa, marketed in the USA with 510(k) k133895. In the narrative provided it is reported the following: in the narrative provided is reported the following: vulval procedure was selected on the mona lisa device. Staff noticed that there was no probe selection option. Procedure was selected again and still no probe selection option appeared. Power for this procedure is normally 24 watts. 30 watts was appearing on the device. Staff lowered this to desired 24 watts. Surgeon noticed that the laser pointer was not displaying grip pattern as normal and instead displayed a single point. Laser was pointed at the incontinence pad and tested. This caused the incontinence pad to catch fire. No patient lesion has been reported. The present adverse event has been evaluated as a reportable, in accordance with us FDA 21 cfr part 803, in abundance of caution, as an hazardous malfunction.